Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6) 208-06-04 - cc distal fem augment sz 4, 10mm. (B)(6) 02-010-06-0240 - tru cc femoral size 4 left. (B)(6) 02-012-60-1412 - tru stem ext 14mm x 120mm. (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. (B)(6) 02-012-60-1612 - tru stem ext 16mm x 120mm. (B)(6) 02-010-66-1001 - metaphyseal femoral cone, small, h32mm. (B)(6) 02-012-66-2000 - metaphyseal tibial cone, ml32mm. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the left knee, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.